Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they two pump failures within months of each other. The customer ended up in the ICU. The customer's blood glucose reading was unknown. The insulin pump was not returned for analysis.